Event description:
A 1.9 fr catheter was inserted in the saphenous vein. The catheter was flushed with a 10 ml syringe. The catheter was found broken the same day of insertion. The catheter was leaking tpn and blood. The catheter was removed and another catheter was placed.

Manufacturer narrative:
The sample has been returned and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.